Event description:
It was reported that the device was used during a whipple procedure. It was reported by the rep that the staple firing mechanism on the tlc instrument jammed and wouldn't fire. Another instrument was opened and used to complete the case. There was no patient consequence.